Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that a shaft fracture occurred. A 2.50mm x 38mm promus element long stent was advanced to treat the target lesion. During the procedure, it was noted that the stent delivery shaft was fractured. The product was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft fracture occurred. A 2.50mm x 38mm promus element long stent was advanced to treat the target lesion. During the procedure, it was noted that the stent delivery shaft was fractured. The product was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient status is stable.